Event description:
The customer reported the alarm has battery acid leakage in the battery compartment. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found there is battery leakage and corrosion to the battery springs and flat contacts. The alarm powers on and passed all functional tests. Conclusions: the district manager provided inaccurate battery storage information to the customer which resulted in corrosion. Note: the instructions for use state that the 8374np (no power model) does not have an on/off switch. This is to prevent pts or caregivers from turning off the alarm. The only way to turn off this model is to remove the batteries. (B)(4).